Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small piece of coil was noted to be remaining within the cornual side of the fallopian tube') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, abdominal pain, gallstones, low back pain, overweight, radiculopathy (right), cholecystectomy, hernia repair, headache, fatigue, insomnia, polyuria, urinary frequency, pelvic discomfort, gerd, cesarean section, cholecystectomy and hernia repair. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, autoimmune disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device breakage and pelvic pain to be related to essure. The reporter commented: l-3 coils , r-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: right and left fallopian tubes, bilateral tubal ligation: complete cross-section of benign bilateral fallopian tubes with adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc, proceed with follow-up 5. On 29-jun-2020: mr received, reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small piece of coil was noted to be remaining within the cornual side of the fallopian tube') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, abdominal pain, gallstones, low back pain, overweight, radiculopathy (right), cholecystectomy, hernia repair, headache, fatigue, insomnia, polyuria, urinary frequency, pelvic discomfort, gerd, cesarean section, cholecystectomy and hernia repair. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, autoimmune disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device breakage and pelvic pain to be related to essure. The reporter commented: l-3 coils , r-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: right and left fallopian tubes, bilateral tubal ligation: complete cross-section of benign bilateral fallopian tubes with adhesions. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jun-2020: mr received. Event "device breakage" added. New reporter and past medical history added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, abdominal pain, gallstones, low back pain, overweight, radiculopathy (right), cholecystectomy, hernia repair, headache, fatigue, insomnia, polyuria, urinary frequency and pelvic discomfort. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder and pelvic pain to be related to essure. The reporter commented: l-3 coils , r-3 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, abdominal pain, gallstones, low back pain, overweight, radiculopathy (right), cholecystectomy, hernia repair, headache, fatigue, insomnia, polyuria, urinary frequency and pelvic discomfort. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder and pelvic pain to be related to essure. The reporter commented: l-3 coils , r-3 coils. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.